Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged cartridge fit issue could not be verified.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, a cartridge change was performed and subsequently a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.